Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the femoral artery. A bilateral iliac angioplasty was performed with two mustang¿ balloon catheters, sizes 9.0 x 40 75cm and 9.0 x 40 40cm in unknown order and each were inflated once. The balloons were initially inflated with the used of inflation device; however, it was noted that the 9.0 x 40 75cm mustang balloon catheter was not fully inflated before the physician felt the balloon "release". The balloon had ruptured and a segment of the balloon detached inside the patient. Endovascular procedure was then performed, however, a cut-down procedure needed to be done in order to retrieve the remainder of the balloon. A bovine patch was used to repair the artery and the procedure was completed. No further patient complications were reported.